Manufacturer narrative:
Failure code 403:317:864:0000 was initially reported by the customer. This failure code occurred during bio-medical testing. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 403:317:864:0000 reported by the customer confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The device was returned to the customer fully operational.

Event description:
During product evaluation, the pump's user interface module printed circuit board (uim pcb) was found to be defective. There was no patient injury or medical intervention necessary associated with the device according to the hospital representative.